Event description:
Clinical rationale: an impella cp device was attempted via the right femoral artery in a 77-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. Overnight, the automated impella controller (aic 1115) demonstrated intermittent "controller failure" alarms without associated pump failure. Nursing staff reported that the error would appear and disappear several times each hour. Eventually, both aortic and left ventricular signals were lost despite ongoing pump function, and the "controller failure" alarm remained active. Based on these findings, the clinical team elected to exchange the aic. The reported events are controller failure, medical device removal, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to hemodynamic instability associated with the temporary interruption of hemodynamic support during the attempted placement and subsequent removal; however, the removal was completed without consequence to the patient, and no known adverse events were reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.